Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00121. This report is being submitted as additional information. Investigation conclusion: a direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. The heartmate ii lvas was returned assembled with the driveline (dl) severed approximately 1.5¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port with a silicone cap covering the proximal-end of the inlet tube. The outlet elbow was returned attached to the pump¿s outlet port and the distal-end was covered with a silicone cap. The sealed outflow graft was severed at its hardware and returned detached from the outlet elbow. The outflow graft bend relief and outflow graft bend relief collar were not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of (B)(4), visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. The device was cleaned and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal and discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended.

Event description:
Per communication via email on 25sep2018 from quality technician, (B)(4): the pump has been received from (B)(6) hospital. The patient underwent a heart transplant on (B)(6) 2017. This complaint has been created for the analysis of the returned product. Additional regulatory reporting will submitted upon completion of the device analysis by engineering. Original event: it was reported that the patient underwent a routine heart transplant on (B)(6) 2017. The patient¿s medical history included previously unreported episodes of gastrointestinal bleeding. During an admission in (B)(6) 2017, the patient was transfused to a hemoglobin > 8.0. Gi was consulted and the patient underwent an egd, colonoscopy once the inr was less than 2.0. A nodular gastric antral ectasia was found which was banded. It was recommended a repeat egd be performed in 6 weeks ((B)(6) 2017). Admission due to presenting with suspected anemia. At the time of this admission, the patient denied any blood in the stool or dark colored stools and reported feeling "pretty normal" except with some mild complaints of shortness of breath when working out. Routine blood work revealed a hemoglobin of 6.7 (baseline 9). Of note, after lvad implantation, the patient had several severe bouts of lower gi bleeding. The last colonoscopy in (B)(6) 2015 had shown an active site of bleeding in cecum status post hemoclip deployed with complete hemostasis. Since then, the patient had reportedly had normal bowel movements. A capsule endoscopy had not only shown bleeding in the cecum but also ulceration in the mid-distal mall bowel without bleeding. Hospital course: patient was admitted to high risk cardiology. Inr was 2.12 with a hemoglobin of 7.6. The patient was transfused to a hemoglobin > 8.0. Gi was consulted. A colonoscopy was performed once the inr was less than 2.0. A nodular gastric antral ectasia was found which was banded. A repeat egd was recommended in 6 weeks ((B)(6) 2017). A colonoscopy was performed and multiple polyps were found. The inr was 1.9 and thus the polyps could not be resected. A colonoscopy was repeated once inr was < 1.7 and a total of 5 polyps were resected and 1 MRI compatible clip was placed. A foreign body was also noted in the cecum and felt to be a hemostatic clip. The patient was subsequently bridged with bivalrudin and warfarin was started. Amiodarone dosage was decreased. Once the inr was therapeutic, the patient was discharged to home on (B)(6) 2017. A follow up colonoscopy was recommended to be performed in 6 months ((B)(6) 2017). Principal diagnosis: gib (gastrointestinal bleeding). Secondary diagnosis(es): acute blood loss anemia, atrial fibrillation, stage 3 chronic kidney disease, chronic systolic heart failure, dry gangrene, history of ventricular tachycardia (s/p dual chamber ICD), hit (heparin-induced thrombocytopenia), hyperlipidemia, hypokalemia, iron deficiency anemia, lvad (left ventricular assist device) present, nonischemic cardiomyopathy, polyp of colon, tubular adenoma of colon.